Event description:
Discordant, falsely elevated alanine aminotransferase (alti) results were obtained on three patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely elevated aspartate aminotransferase (ast) and alkaline phosphatase (alpi) results were obtained on one of three patient samples. The discordant results were not reported to the physician(s). Samples 0677357 and 0677335 were repeated on the same instrument, while sample 0677668 was repeated on a dimension xpand instrument, all resulting lower than the initial results. It is unknown which repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alti, ast and alpi results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the source lamp. The cse recalibrated the assays and ran quality controls, which were within acceptable ranges. The cause of discordant, falsely elevated alti, ast and alpi results was related to the malfunction of a source lamp. The instrument is performing according to specifications. No further evaluation of the device is required.